Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise on the lead and the patient received several shocks. Interrogation of the competitive device gave limited information because of the low battery status. No further information is available at this time.